Event description:
During evaluation of a returned homechoice machine, 1 increased intra-peritoneal volume (iipv) event(s) was/were identified which occurred in the therapy initiated on (B)(6) 2011 19:44:59. During night drain cycle 1, the patient's ultrafiltration reading was 1692ml, indicating the home patient (hp) drained 1692ml more than their maximum programmed fill volume of 2500ml. This information meets iipv criteria. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint was determined to be a duplicate of (B)(4). Refer to manufacturer report number 1423500-2012-02739 for the investigation. If any additional information is received, a followup will be sent